Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side "shows significant firmness, pain in the right side of the breast, cephalic displacement of the implant", "mild exudate in radial crests", and capsular contracture, baker grade iii. The device remains implanted. The patient was treated with 10mg montelukast every 24 hours for 30 days.